Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / unusual bleeding') in an adult female patient who had essure (batch no. 950712-inv, 958712-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. Concurrent conditions included menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("unusual vaginal bleeding"), pelvic pain ("pain"), pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysteroscopy, dilatation and curettage, endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, pelvic pain, pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 9 on right cornua. Lot number: 958712 manufacture date: 2012-03 expiration date: 2015-03. Lot number {950712} reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received. Follow-up marked significant due to updated imdrf code. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / unusual bleeding') in an adult female patient who had essure (batch no. 950712-inv ,958712-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("unusual vaginal bleeding"), pelvic pain ("pain"), pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysteroscopy, dilatation and curettage, endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, pelvic pain, pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 958712 manufacture date: 2012-03 expiration date: 2015-03. Lot number {950712} reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding / unusual bleeding") in an adult female patient who had essure (batch no. 950712-inv ,958712-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysteroscopy, dilatation and curettage, endometrial ablation). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Lot number: 958712, manufacture date: 2012-03, expiration date: 2015-03. Lot number {950712}, reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('bleeding/unusual bleeding'). In an adult female patient who had essure (batch no. 950712-inv ,958712-valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("unusual vaginal bleeding"), pelvic pain ("pain"), pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysteroscopy, dilatation and curettage, endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, vaginal haemorrhage, pelvic pain, pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. Lot number#: 958712, manufacture date: 2012-03, expiration date: 2015-03; lot number#: {950712} reported is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 202, pif received: event: vaginal bleeding made medically significant and intervention required, due to surgery. Event: pain, unusual periods and cramping added, dob updated. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding / unusual bleeding") in an adult female patient who had essure (batch no. 950712,958712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysteroscopy, dilatation and curettage, endometrial ablation). At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.